Event description:
Analysis of the generator was approved. During the bench interrogation, the generator was pulse disabled due to end of service (eos). With the pulse generator case removed and the battery still attached to the printed circuit board assembly (pcba), the battery measured 1.854 volts, confirming an eos condition. The data in memory locations revealed that 23.484% of the battery had been consumed. The pcba was subjected to an electrical test, and results showed that the pcba failed several electrical tests, including multiple current specifications. The contaminates on the trimmed edge of the pcba were removed. After the trimmed edge of the pcba was cleaned, another electrical test was performed. Results showed that the device performed according to specification. Remaining residual material on the pcba edge from the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation.

Event description:
It was reported that a patient's device battery had depleted too quickly. The patient's device was pulse disabled due to low battery voltage. The patient did have a tonsillectomy approximately 6 weeks prior to the disablement. It is unknown if electrocautery was used near the device during that operation. The last interrogation and diagnostics prior to the disablement were within normal limits. Programming data was reviewed. The battery voltage slowly increased from the date of implant until (B)(6) 2016, when the voltage started to decrease. The voltage then decreased rapidly from (B)(6) 2016 to (B)(6) 2017, when the device was pulse disabled. The device history record was reviewed, and the device was laser-routed during manufacture. The patient had generator replacement surgery on (B)(6) 2017. The generator was completely depleted and unable to be communicated with. The generator was received on 02/07/2017. Analysis has not been approved to date.